Event description:
Resident had been placed on the arjo lift bath trolley, safety strap was applied and had received a whirlpool bath. Caregiver turned away and resident fell from the trolley to the floor, injuring the left side of his forehead. It is unknown how the resident got out of the safety strapdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-92. Service provided by: other. Service records available.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, none or unknown, other, other. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.